Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis event. Treatment was not reported. The patient was discharged from the hospital five days after hospitalization and had recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.